Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm two weeks post op of laparoscopic bilateral salpingectomy and uterine resectioning') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced umbilical hernia ("umbilical hernia") and adhesion ("adhesions from uterus all the way to colon and bladder"). The patient was treated with essure adhesions removed from uterus all the way to colon and bladder, fixed umbilical hernia and surgery (bilateral salpingectomy and uterine resectioning). Essure was removed. At the time of the report, the medical device removal, umbilical hernia and adhesion outcome was unknown. The reporter considered adhesion, medical device removal and umbilical hernia to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : umbilical hernia, medical device removal, adhesion . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm two weeks post op of laproscopic bilateral salpingectomy and uterine resectioning') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced umbilical hernia ("umbilical hernia"), uterine adhesions ("adhesions from uterus all the way to colon and bladder"), abdominal adhesions ("adhesions from uterus all the way to colon and bladder") and urinary tract adhesions ("adhesions from uterus all the way to colon and bladder"). The patient was treated with essure adhesions removed from uterus all the way to colon and bladder, fixed umbilical hernia and surgery (bilateral salpingectomy and uterine resectioning). Essure was removed. At the time of the report, the medical device removal, umbilical hernia, uterine adhesions, abdominal adhesions and urinary tract adhesions outcome was unknown. The reporter considered abdominal adhesions, medical device removal, umbilical hernia, urinary tract adhesions and uterine adhesions to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : umbilical hernia, medical device removal, adhesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm two weeks post op of laparoscopic bilateral salpingectomy and uterine resectioning') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced umbilical hernia ("umbilical hernia"), uterine adhesions ("adhesions from uterus all the way to colon and bladder"), abdominal adhesions ("adhesions from uterus all the way to colon and bladder") and urinary tract adhesions ("adhesions from uterus all the way to colon and bladder"). The patient was treated with essure adhesions removed from uterus all the way to colon and bladder, fixed umbilical hernia and surgery (bilateral salpingectomy and uterine resectioning). Essure was removed. At the time of the report, the medical device removal, umbilical hernia, uterine adhesions, abdominal adhesions and urinary tract adhesions outcome was unknown. The reporter considered abdominal adhesions, medical device removal, umbilical hernia, urinary tract adhesions and uterine adhesions to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : umbilical hernia, medical device removal, adhesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2020: coding correction received. Correction due to discrepancy between coding action item and match point coder query:: the event adhesion split to events ¿uterine adhesions¿, ¿intestinal adhesions¿ and ¿urinary tract adhesions¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.